Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 23mm navitor vision valve was implanted. On (B)(6) 2025, after the tavi procedure, fever recurred and did not resolve. Blast was observed in the peripheral blood and the patient was diagnosed with leukemic transformation of plasmablastic lymphoma and was transferred to the department of hematology. Palliative care was provided. The patient expired.

Manufacturer narrative:
It was reported that the blast was observed in the peripheral blood, and the patient was diagnosed with leukemic transformation of plasmablastic lymphoma and was transferred to the department of hematology. Reportedly, the patient expired. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, there is no indication that this event was related to a navitor device malfunction. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.